Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source keeps engaging the spare lamp, even though the primary bulb is new and working. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the spare lamp was turned on even though the main one was working fine and the probable reason was the lamp socket was broken. However, the root cause of the event of the spare lamp could not be identified. Olympus will continue to monitor field performance for this device.